Event description:
It was reported to hill-rom that head section of excelcare bariatric bed would not stay in the raised position. The hill-rom service tech inspected the bed and determined that the CPR lever was stuck in the engaged position. The tech reset the lever to the disengaged position to return function to the head section of the bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.